Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter was causing the patient an alleged unknown infection. It is unknown at this time if treatment was received for the unknown infection. The patient's family member also noted that the patient had not been catheterized in a week due to the issue and now as to be taken to the hospital.